Manufacturer narrative:
(B)(4).

Event description:
When the pt tried to adjust stimulation the `contact your physician' icon and out of regulation message repeatedly displayed on the pt programmer. The implantable neurostimulator was unable to be operated with the programmer. The recharger still communicated with the neurostimulator. The neurostimulator was able to be turned on and off with the recharger. The warning signs cease and normal operation resumes. The malfunction recurred. The malfunction did not occur when a field rep was present to collect the data. There was no pt injury associated with the event. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.